Manufacturer narrative:
(B)(4). Additional information will be provided following the conclusion of the investigation.

Event description:
On (B)(6) 2018 arjohuntleigh has become aware of an event which occurred with the involvement of a sara stedy floor lift at coloriet de regenboogalgemeen , nl. While a resident was being transferred, when the castor brakes were applied the device moved unintentionally. As a consequence of this event the left castor moved over caregiver toe.as consequence of the event the patient sustain serious injury.

Manufacturer narrative:
We are in a process of gathering detailed information about the reported incident. The conclusions will be provided upon the manufacturer's investigation completion.

Manufacturer narrative:
On (B)(6) 2018 arjo was notified about an event involving sara stedy active lift. It was reported that while the patient (male,75 kg) was placed on the toilet utilizing sara stedy and the caregiver was attempting to reposition the patient, the device moved over the caregiver's toe. The facility representative stated that the lift brakes were locked during this use. As a consequence of the event, the caregiver sustained the bruise and fracture of the toe bone. After the event, the device has been tested by arjo service technician. The visual inspection showed that the device had inequality on the chassis base. Service technician admitted that this kind of failure caused that lift was unstable and the brake cannot be applied correctly. The service technician was able to recreate customer allegation. When the castor brakes were applied- the right castor brake was working correctly, while the left castor was not locking as intended. As a consequence, the device rotated around right braked castor. The manufacturer requested to return the claimed device for further testing. Unfortunately, the device was not made available for evaluation. Sara stedy is a mobile active lift, which is intended to be used only by patients who have the ability to stand unaided or who can stand with minimal assistance. It may also be used as a supportive aid when elevating a patient for purposes of changing wound dressings, incontinence pads or for personal cleansing. Sara stedy is equipped with brakes placed on both rear castors. The user of the device is obligated to read the operating manual provided by the manufacturer before operating the device. Please note that the sara stedy instructions for use folder (001-12325-en rev. 4 issued in 2018) which was delivered to the customer with the claimed device provides correct procedures for device usage (incl. Patient transfers) and warnings, which should be followed by each device user. According to the user inspections section of the IFU, the lift operator should: "make sure that all castors rotate freely and the rear brakes lock before every use". Also before every use, the visual inspection of all external parts should be carried out: "the user must test all functions for correct operation to ensure that no damage has occurred during previous use." (P.. When the user is going to perform transfer and assist to move the patient on the lift, both castor brakes should be applied when a lift is correctly positioned at the e.g. Chair or toilet. When the patient is already properly positioned on the lift the brakes can be released to continue the transfer. The reported event was considered to represent a sequence of unfortunate events. While the caregiver was assisted during repositioning the patient in the bathroom, the caregiver did not notice that the device started to rotate. Moreover, this kind of failure can be easly recognized by the user during pre-use check of the castor brakes, that is recommended to be conducted according to the instruction given in the product IFU. Patient or user is not in any immediate danger and is not exposed to a risk to health, as long as the device is used according to labeling and in particular, the brakes examination will be performed before each transfer. To conclude, arjo sara stedy active lift played a role in the complaint issue when the event occurred as it was used for resident's transfer. It was reported that arjo device moved unintentionally when the castor brakes were applied- based on the allegation reported, it failed to meet its performance specification. We report this event to competent authorities due to the fact that the caregiver sustained the serious injury as an outcome of the event.